Manufacturer narrative:
H6: code c19 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications h6: code d12 ¿ according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak and component migration images were returned for evaluation. The evaluation stated: one partial non-contrast CT study provided for evaluation: post-implantation CT dated (B)(6) 2022. Axial images show the level just distal to the right renal artery is at the table location of 374.20mm on the CT scan. The proximal tip of a device is visualized at table location 398.20mm. These findings show the proximal device is located ~24mm distal to the distal border of the right renal artery. Since I have no prior studies showing a different location of the proximal device, I cannot confirm migration. The proximal portion of the device appears to be in the aneurysm sac so there is lack of proximal circumferential device apposition. Cannot confirm an aneurysm rupture with the limited, non-contrast imaging received for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2016, the patient was treated for an abdominal aortic aneurysm. The physician implanted a gore® excluder® aaa endoprosthesis and contra leg. The patient tolerated the procedure. On (B)(6) 2016, the patient presented emergently to the emergency room. The physician believed the device had migrated, leading to an aneurysm rupture. The patient expired before he could be treated. The physician believes the migration was due to disease progression.